Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the warsaw and international complaints databases finds no other reports against the femoral stem/sleeve product and lot code combinations since release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address high co/cr levels and metallosis. Report states that cup inclination contributed to the higher incidence of metal debris. (B)(4) 2012 - clinical reports received. Clinical report states the patient was revised for pain and stiffness. (B)(4) 2012 - patients operative records were received. Records indicate that corrosion was found upon revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.